Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no. 2015691-2025-07643. The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in the native aortic position at 1.5ml less than nominal volume. During post-dilation of the s3ur valve, the balloon to the 23mm commander delivery system slipped toward the aorta. Per report, central regurgitation worsened after the post-dilation and transesophageal echocardiography could not confirm any leaflet movement. A second valve was successfully implanted intraoperatively. According to the reporting physician, either a frozen leaflet occurred or the balloon slip may have caused leaflet damage.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Sections b4, g3, g6, h2 and h10 have been updated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings and investigation conclusions have been updated. Additions to sections b5 and h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of deployed valve exhibits central regurgitation and leaflet motion restricted were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Per the IFU, valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. It was reported that the central regurgitation as observed to be worsening after post-dilation was performed. In addition, there was reported balloon slip during the post-dilation attempt. Movement of the balloon during post dilation may have led to interaction with the leaflets potentially impacting their proper coaptation and resulting in the subsequent frozen leaflet and central regurgitation. As such, available information suggests that procedural factors (balloon slip during post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was noted that the patient initially had good cardiac function (high ejection fraction), and the systolic blood pressure was reduced to below the standard 50mmhg; however, it was reported that the perceived root cause of the balloon slip was due to the patient's cardiac output still being maintained. As the reason for valve underfill, it was reported that the area was 350mm^2 and oversize ratio was 116 percent. As the nodular calcification was present on the valve leaflet, the valve was also inflated with less volume.